Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the vaso view hemopro cannula broke. Nothing fell into the patient. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device was returned to the factory for evaluation. Slight evidence of blood and clinical use were observed. The c-ring was transected. The scopewash tubing remained in the cannula due the retention rib. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to have been cut in half longitudinally between the flanking curved areas. This type of failure is consistent with the application of heat from the hemopro tool while in close proximity to the c-ring. The instructions for use cautions the user to avoid engaging the components of the c-ring assembly with the tool jaws to avoid damage that can cause portions of the c-ring to detach and fall into the body. Based on the evaluation results, the reported complaint was confirmed for c-ring "detachment and dislocation". A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar... (B)(4).